Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to an internal nonconformance identified. On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found a kink in the peek tubing going from the column to the detector. He replaced the tubing. He ran calibration and ran precision on hba2c quality controls (qc). All results were within acceptable range. The g8 instrument is operational. No further action is required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(6) 2017, which included data from 19-august-2016 through (B)(6) 2017. There were no similar complaints identified during the searched period, which includes this event. The g8 operator's manual under chapter 1 quality control is as follows: quality control in order to monitor and evaluate the accuracy and precision of the analytical performance, controls should be assayed daily and after column replacement. Tosoh suggests running at least two levels of quality control material. The mean of one should be in the non-diabetic range (4-7% hba1c) with the second in the range of 9-12% hba1c. If the value of one or more control specimens is out of the acceptable range, recalibrate the system and rerun the controls before testing patient samples. Qc materials should be used in accordance with local, state, federal and accredited organizations. Controls should be diluted with hsi hemolysis & wash solution to obtain an optimal total area (ta) in the range of 700-3000. However a ta in the range of 500-4000 is acceptable and reportable for whole blood specimens. The most probable cause for results on the precision with the diluted samples was the column tubing was kinked.

Event description:
On (B)(6) 2017, a customer reported the results on the precision with the diluted samples were not acceptable on the g8 instrument. The customer changed the column three times in response to the issue. The volume of buffers was half full. The customer checked for leaks and drained the flush. This did not resolve the issue. The customer was unable to run quality control and patient samples on hba1c diabetes assay. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.